Manufacturer narrative:
The investigation revealed that after the workmate claris v.1.2 software upgrade, the workmate claris dws screen turns black/blank and the user needs to reboot the system to regain functionality.

Event description:
During the procedure, the user halted pacing. The user then attempted to take measurement on the review screen. The mouse-point disappeared on the screen and both screens went black. The computer was re-booted and the issue was resolved. The study was then able to be completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional data: g3, h2, h10 corrected data: h6